Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 6 months post implant of a bifurcated device, a infrarenal aortic extension, and a limb extension that the main body and iliac extension had separated, probably due to severely tortuous iliac anatomy. An infrarenal aortic extension and a limb extension were added during a secondary procedure which resolved the issue. Patient is doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: the left iliac artery diameter of greater than 2.3 cm (9.4 cm) and greater than 90 degree angulation. Cautionary product use conditions that might have contributed to this event included moderately severe calcifications in the bilateral iliacs. The endoleak iiia was substantiated, as was the secondary procedure of a vela extension placed within an iliac artery. This off label use successfully mitigated the endoleak, although this was not demonstrated radiographically, due to lack of information. The final patient outcome was not known, however it was reported that they are doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that one other unit from the affected lot may have been involved in similar complaint for an unknown type endoleak. In both cases the patient's anatomy appeared to be the main factor, not a device issue. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information.